Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported he is experiencing pain at his scs ipg pocket site. The pt also reported the scs ipg pinches and bulges out. No additional information is available at this time.